Manufacturer narrative:
(B)(4). D10: unknown 40 mm liner unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not fully seat in the cup. No known consequences or impact to the patient. It was reported that no further information is available.